Manufacturer narrative:
A ge service representative performed an on site investigation and replaced the generator interface board. He also erased nodes and re-downloaded calibration files using utility suite. In addition to re-loading the system software. The system was found to be operating as intended.

Event description:
The customer reported that the 9900 system lost communications. No pt injury was reported.